Event description:
Customer states the pump has no audible tone. Customer ran self test and the pump did not beep during tone test.

Manufacturer narrative:
Unit had no audible tone/beep due to broken transducer wire.